Event description:
22ga IV catheter did not retract when safety was initiated. I had to pull it out of the patient and then attempted to use the safety retract and it still wouldn't work. I attempted to engage the safety retract a 3rd time and it wouldn't work.